Event description:
A pt underwent a procedure to two vessels. The first target vessel was the left main with 80% stenosis. The 15mm de novo lesion was not occluded; bifurcation was not present; calcification was classified as heavy. After predilation, a 3.0x23mm cypher stent was deployed. The second target vessel was the proximal left cx with 70% stenosis. The 21mm de novo lesion was not occluded; bifurcation was not present; calcification was classified as heavy. Following predilation, a 3.0x23mm cypher stent was deployed. It did not overlap the first cypher. Six months later, the pt reportedly had in-stent restenosis in both cyphers.